Manufacturer narrative:
The hospital reported that the bed may have been in a raised position and something, either furniture or a device of some type might have been lodged under the left rail as the bed was lowered. The pt did have the ability to operate the side rail controls and appears to have been lowering the bed thus lifting the wheels on the left side off the floor. Reportedly, the hospital does not know if the brakes were locked. A sales representative from stryker (B)(4) went on site to inspect the bed but the hospital was unable to identify the bed, which was returned in service. Reportedly, the hospital did not record the serial number of the bed at the time of the reported incident. The manufacturer has been unable to evaluate the bed. This report is being filed because injury is assumed but not confirmed. The user-facility would not provide any details regarding any pt injury although they confirmed that the pt is "fine now".

Event description:
It was reported that a pt was discovered lying on the floor beside a bed that was tipped over. It was also reported that security righted the bed and hospital maintenance checked the bed and its functions. The user-facility reported that the bed was functioning properly and was returned to service.